Event description:
When the doctor tried to tape the catheter to the pt's chest for securement, the hub fell off. No harm done to the pt, but tube had to be changed. A foreign object did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
No consequences to the pt were reported. Separates is not listed in the instructions for use. Per specification, the proximal fittings are confirmed to be correct and secure. In addition, it is verified that the tubing is secure and does not rotate on fitting. The IFU provides instructions for insertion and removal as well as applicable warnings and precautions. One used and nine unopened devices were returned. An examination confirmed the catheter shaft had pulled from the hub of the used device. The flare was still intact and measured within specifications. The flares for the unopened catheters measured in specification as well. Tensile testing was completed on several similar catheters from a different lot and resulted in a tensile force that exceeded the requirements of en 1617: 1997 (sterile drainage catheters and accessory devices for single use). Quality control confirms that the correct proximal fittings are used and that they are secure. It is possible that the device met resistance beyond its design and that is what led to the separation. A CAPA was previously opened in regards to this type of failure mode. We will continue to monitor for similar complaints and have notified the appropriate personnel. Per the conclusion of quality engineering risk assessment, no further mitigating action is necessary at this time.